Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 1 day after the sensor was inserted in an unknown insertion site. It was reported that the patient collapsed and had seizures, it is unknown if the patient was experiencing any warning symptoms or what the cgm reading was at the time when the patient loss consciousness, and if the patient was made aware of his low blood sugar by the dexcom cgm device. The parents took the patient to the hospital and upon arrival a fingerstick was taken and at that moment the cgm reading was 4.4 mmol/l and the blood glucose level was 2.6 mmol/l. The patient was given treatment with glucose substitutes (route unknown). The patient spent 24 hours in the emergency room and was then admitted into the hospital for another 7 days for testing. It was reported that during the hospitalization the dexcom device was ¿inaccurate the whole time¿. The parents reported that the doctor confirmed that the seizure and loss of consciousness was caused by the hypoglycemic event. The patient was discharged on (B)(6) 2023. At the time of the report the patient was okay but was still under observation. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.